Manufacturer narrative:
Manufacturing records were checked confirming the batch number involved (18atoh5) was manufactured correctly up to specification and in-line with the relevant checks and tests. No manufacturing deviations were reported. No other complaints received on a total of 95 items manufactured with the same lot#. We will send a final incident report as soon as the investigation will be completed.

Event description:
Conversion surgery from smr anatomic total originally implanted in 2018 to smr reverse due to poly liner dissociation from metal back glenoid and liner breakage performed on (B)(6) 2022. Product info: product code 1377.50.010, lot# 18at0h5. It was reported that while doing the revision surgery, it was found the poly was disassociated from the metal back baseplate even if the posterior part of the poly liner remained in the baseplate. Surgeon noted posterior glenoid wear was present when removing the poly liner. There were no complications with the revision and surgeon was satisfied with the outcome. Patient involved declined any event that would have caused the issue with the prosthesis. According to the complaint source, no additional info can be recovered about this case.

Event description:
Conversion surgery from smr anatomic total originally implanted in 2018 to smr reverse due to poly liner dissociation from metal back glenoid and liner breakage performed on (B)(6) 2022. It was reported that while doing the revision surgery, it was found the poly was disassociated from the metal back baseplate even if the posterior part of the poly liner remained in the baseplate. Surgeon noted posterior glenoid wear was present when removing the poly liner. There were no complications with the revision and surgeon was satisfied with the outcome. Patient involved declined any event that would have caused the issue with the prosthesis. Components explanted; smr metal-back glenoid std, commercial code 1375.21.010 - lot# 1808864 - ster. #1800228 liner f.met.back glen.standard, commercial code 1377.50.010 - lot #18at0h5 - ster. #1800124 previous surgery date - (B)(6) 2018 patient - male date of birth - (B)(6), 1936 according to the complaint source, no additional info can be recovered about this case.

Manufacturer narrative:
Investigation manufacturing records were checked confirming the suspected batch number involved (18atoh5) were manufactured correctly up to specification and in-line with the relevant checks and tests. No manufacturing deviations were reported. No other complaints received on a total of (B)(4) items manufactured with the same lot#. X-ray analysis three preoperative x-rays (no dates) were provided by complaint source. The x-rays along with all available complaint information were evaluated by medical consultant. The results from the consultant stated "the preop radiographs show a well-implanted humeral component; head is riding a little bit high in relation to the glenoid component, which is implanted rather low. This can be a factor for unbalancing and decentering with eccentric load of the pe liner. In addition, the information provided does not indicate implant-related failure. There are some surgeon related issues (position of metalback) and maybe fateful events (aging of rc). " based on the few information received, we are not able to further investigate the root cause of the event. Considering that: check of the manufacturing charts highlighted no anomalies on components manufactured with the involved lot #s. According to the medical consultant the information provided does not indicate implant-related failure. We can state that the event was not product related. Pms data according to limacorporate pms data, revision rate of smr reverse prosthesis due to breakage of component (B)(4). Based on the root cause analysis performed and according to the relevant pms data, no corrective actions required for this specific case. Limacorporate will continue monitoring the market to promptly detect any further similar issues. Note: this is the final MDR.